Event description:
The caller reportedly was opening a bottle of cidex activated dialdehyde solution when the solution splashed into reporter's right eye. Reporter flushed eye for 7-10 minutes with water.